Event description:
The procedure was coil embolization for an aneurysm of splenic artery that was not calcified or tortuous. Approach was made from right femoral artery. A total 35 coils were used for the procedure. After 9 coils were placed in the target lesion, the first orbit rdfl complex standard coil (638cs0824) was advanced in the select lp-es 150/5 cm 90 shape (mc) microcatheter (606s155mx). While the coil was advanced, it was stuck in the microcatheter. After the coil was once removed from the microcatheter and flushing was conducted, the coil was advanced in the mc again, but it was stuck. After that, two orbit rdfl complex standard coil (638cs0824-same catalog and lot as the first product for a total of 3) were used and stuck continuously in microcatheter, and removed and changed to other coil. Then, the orbit complex std 12x30 coil (637cs1230, complaint product 2) was advanced in the microcatheter and stuck in the microcatheter. As the coil was tried to be delivered in the microcatheter forcedly, the delivery tube broke. The coil was removed from the patient and changed to other new coil. After that, the orbit complex std 12x30 coil (637cs1630, complaint product 3) was used for the procedure. When detachment was attempted, the coil could not be detached at green zone and even by alternative detachment. Although the syringe was changed to a new dcs syringe (detail unknown), but the coil still could not be detached. The coil was successfully removed with the microcatheter as a unit.

Manufacturer narrative:
The procedure was completed using other coils (details unknown) successfully without any patient injury. The doctor's commented that contrast agent was introduced into the microcatheter because the angiography catheter was kinked during the procedure. That might have caused the coils stuck in the microcatheter. The lot number for the microcatheter was unknown. The syringes were able to be use with other products. Prior to the failure to detached, the syringe was not taking past the green zone, position 3, at any time, and the red zone was not exceed prior to the failure to detached. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on either syringe. A constant and dedicated saline source was utilized at all time through the microcatheter, and the microcatheter was flushed after each coil was removed. After the all coils were removed, no damages were noticed on the delivery systems or coils, and all the coils remained attached to the delivery systems. This one of multiple products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00334, 1058196-2010-00335, and 1058196-2010-00336. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that during a coil embolization of a splenic artery aneurysm with placement of a total of 35 coils, three 8x24 trufill dcs orbit rdfl complex standard coils ((B)(4)) and a 12x30 orbit complex standard ((B)(4)) could not be advanced all the way through the prowler select lpes microcatheter ((B)(4)). The delivery tube of the 12x30 orbit coil broke with attempt to forcefully advance the device. The coil systems were all removed from the patient with the coils still attached and without patient injury. Additionally a 16x30 orbit complex standard coil ((B)(4)) could not be detached. The device was removed as a unit from the patient with the microcatheter. The physician reported that contrast agent was introduced into the microcatheter because the angiography catheter was kinked during the procedure and that might have caused the coils to become stuck in the microcatheter. There is no information regarding what angiography catheter was used. Approach was made from the right femoral artery. The vessel was not calcified and not tortuous. After placement of nine coils, when an 8x24 trufill orbit rdfl complex standard ((B)(4)) was advanced it became stuck in the prowler select lpes. The coil was removed from the microcatheter and after flushing was conducted, the same coil was advanced again; however, it became stuck again. After that, the same thing happened with attempt to advance two other orbit coils with the same product code & lot number as the first. These were removed and changed to other coils. There were no damages noted to the delivery systems. Then a 12x30 trufill orbit complex standard ((B)(4)) was advanced and stuck in the microcatheter. As the coil was attempted to be advanced forcedly, the delivery tube broke. The device was removed from the patient and changed to another new coil. Following this, a 16x30 orbit complex standard coil ((B)(4)) could not be detached despite pressurizing to the green zone and then using the alternative detachment method. It is not known how many coils had been detached with the syringe prior to this. The trufill dcs syringe was then changed to another trufill dcs syringe, but the coil still could not be detached. Both syringes were used successfully with other coils. Prior to the failure to detached, the syringe was not taking past the green zone, position 3. The coil was successfully removed with the microcatheter as a unit. The procedure was successfully completed using other coils (details unknown) without any patient injury. A non-sterile trufill dcs was received in tangled condition inside a plastic bag. The hypotube was inspected and it was found kinked and broken. Introducer was unzipped without damage. Support coil, gripper and embolic coil were found without damage. The embolic coil was still attached to the gripper. Some waves were found on the product but it appears that this may have occurred during the handling of the unit when this was return for evaluation. The od from the delivery tube was measured and was found within specification. The hypotube was inspected under microscope and was it was observed in both final parts (broken section), that the hypotube apparently was kinked before it broke. Functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Functional testing for the reported insertion difficulty could not be evaluated due to the condition of the returned device. Interference or friction between devices is a known occurrence and may be influenced by vessel characteristics, procedural kinking of devices, and/or an inadequate flush. The instructions for use outlines that if resistance is encountered the system should be removed, and if resistance is encountered with subsequent devices, the microcatheter should be exchanged. Based on the report that the guiding catheter was kinked and contrast was injected into the microcatheter, it appears that procedural factors and concomitant devices may have contributed to the inability to introduce the device through the microcatheter. The reported forceful attempt to advance the device against resistance appears to have caused the delivery tube separation. There is no indication of any device design or manufacturing issues related to the event; therefore, no corrective actions will be taken. A non-sterile trufill dcs was received in tangled condition inside a plastic bag. The hypotube was inspected and it was found kinked and broken. Introducer was unzipped without damage. Support coil, gripper and embolic coil were found without damage. The embolic coil was still attached to the gripper. Some waves were found on the product but it appears that this may have occurred during the handling of the unit when this was return for evaluation. The od from the delivery tube was measured and was found within specification. The hypotube was inspected under microscope and was it was observed in both final parts (broken section), that the hypotube apparently was kinked before it broke. Functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Functional testing for the reported insertion difficulty could not be evaluated due to the condition of the returned device. Interference or friction between devices is a known occurrence and may be influenced by vessel characteristics, procedural kinking of devices, and/or an inadequate flush. The instructions for use outlines that if resistance is encountered the system should be removed, and if resistance is encountered with subsequent devices, the microcatheter should be exchanged. Based on the report that the guiding catheter was kinked and contrast was injected into the microcatheter, it appears that procedural factors and concomitant devices may have contributed to the inability to introduce the device through the microcatheter. The reported forceful attempt to advance the device against resistance appears to have caused the delivery tube separation. There is no indication of any device design or manufacturing issues related to the event; therefore, no corrective actions will be taken. This one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00334, 1058196-2010-00335, & 1058196-2010-00336.